Event description:
Line was placed (B) (6) 2009 and removed on (B) (6) 2010 with the migrated portion removed (B) (6) 2010. During routine removal, so that a port could be placed, the line broke and 6.2 cm migrated to the pulmonary artery. Pt is ok.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. Chr showed no other similar product complaint(s) from this lot number.